Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that there was no device, patient/therapy, or procedure issue. Rep reported that the cause of the buzzing sensation was unknown and that there were no actions/interventions planned as the bussing does not cause patient any pain or discomfort.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). Rep reported the patient experienced an intermittent buzzing sensation and very occasional buzzing noise behind the right ear, around the area of the extension wires. These sensations occurred randomly with months in between and began after the deep brain stimulation procedure. No pain or discomfort was reported, and there were no falls or traumas to the area. No diagnostics or troubleshooting were performed, and no surgical intervention occurred or was planned. No patient complications have been reported as a result of this event.